Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems with the insulin pump and his blood glucose has been over 600mg/dl. The customer was confused, thirsty, and restless. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus history were correct. Assisted the caller to run a manual prime test and the insulin did exit. A follow up call was made and the customer stated that he felt very weak, and then the paramedics were called. The customer stated that he took 100 units of insulin the night before. The customer was taken to the hospital. The customer mentioned having a learning disability. No further information was provided.